Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing could not be completed as return samples were thawed upon receipt at abbott lake county testing site. Device history record review on lot 18268fn00 did not show any potential non-conformances, or deviations. In-house specificity and specificity testing for reagent lot 18268fn00 was completed using a retained sample of the complaint lot. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Per the product labeling the assay sensitivity within the 95% confidence level is 95.89%- 100.00%. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. In this case, no specific patient history was provided for the patients. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. According to the, patel r, et al, ¿report from the american society for microbiology covid-19 international summit, 23 march 2020:value of diagnostic testing for sars¿cov-2/covid-19¿, mbio 11:e00722-20, it is unknown for certain whether individuals infected with sars¿cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars¿cov-2 or how long protective immunity may last. In this case, the samples were collected from 2 of the patients 49 and 57 days after the pcr positivity. The study ¿quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿, nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Additionally, review of the manuscript ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, bryan et al. 2020, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Abbott has updated the sars-cov-2 igg assay file to include an editable grayzone. This new grayzone would be applicable for those patients whose igg levels may be rising, i.e., during seroconversion, or may be declining, i.e., during seroreversion, with levels below the cutoff. Product information letter pi1060-2020 details action to be taken upon receipt of the updated assay file. As a default, when the new assay file is installed, the cutoff will remain at 1.40 and no grayzone will be implemented. Laboratories choosing to implement the grayzone may set the range between 0.49 and <1.40 index (s/c). Each laboratory is responsible to establish their own grayzone range. Based on the investigation architect sars-cov-2 igg reagent lot 18268fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.

Manufacturer narrative:
Patient identifier: (B)(6). No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r90-22 that has a similar product distributed in the us, list number 6r90-20/30.

Event description:
The customer observed false negative alinity sars-cov2 igg results for two patients. The patients have a history of being positive for covid 19 with symptoms in march. The following data was provided: reference ranges: sars-cov2 igm >/= 1.00 index (s/c) is positive, sars-cov2 igg >/= 1.4 index (s/c) is positive, vidas igm and igg cutoff is 1.00, afias positive range is 1.1 to 200 sid (B)(6): neutralizing antibodies test: result 1: 320 (hyperimmune plasma donor) sars-cov2 igm = 6.96 index (s/c), biomerieux vidas igm = 3.67; sars-cov2 igg = 0.66 index (s/c), biomerieux vidas igg = 10.39; afias covid-19 = 26.57. Sid (B)(6): neutralizing antibodies test: result 1: 320 (hyperimmune plasma donor); sars-cov2 igm = 0.28 index (s/c), biomerieux vidas igm = 0.29; sars-cov2 igg = 1.09 index (s/c), biomerieux vidas igg = 8.77; afias covid-19 = 28.3 no impact to patient management was reported.